Event description:
Upon connecting a cryo electrical cable and tubing to ep cryocath machine #1, error code 50022 appeared. The cryo cable electrical cable and tubing were disconnected and reconnected. The nitric oxide gas valve was closed and reopened. The error code did not resolve. The machine was changed out to ep cryocath machine #2. No error code was received upon connection to cryo electrical cable or tubing.